Event description:
Same case as mfg # 2134265-2009-00720. Event is reportable based on product analysis completed on 06/05/2009. It was reported that during a rotational atherectomy procedure, guide wire advancement difficulties occurred. The lesion was located in the left coronary artery. The lesion characteristics are unk. A rotawire guide wire had advancement difficulties, and another of the same rotawire was used without issue. The rotalink plus was advanced to the lesion and the burr detached in the pt. The burr was removed from the pt by unspecified means. No pt injuries or complications were reported. The pt status is reported as "fine". However, product analysis revealed a fractured guide wire.

Manufacturer narrative:
The guide wire was received stuck inside the rotalink plus burr, and kinked along the entire length. The burr is stuck by distal end, by the spring tip solder, the spring tip is missing. Approx 1.27 cm is missing from the rotawire. The fractured section was sent to analytical lab for sem (scanning electron microscopy) analysis. Fracture occurred at an approximate 45 degree angle. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B) (4).